Manufacturer narrative:
The device was not returned for analysis. Corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The patient effects of injury and necrosis are listed in the femostop ii plus vascular compression system instructions for use as potential adverse events of use of the device. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. D1 correction: brand name updated from femostop ii plus to femostop¿. D4 correction: model # and d4 - catalog # updated from c11166 to 11166. D4 correction: primary UDI number updated to (B)(4).

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: date of event estimated as 12/31/2024. D4: the UDI number is not known as the lot number was not provided.

Event description:
It was reported that this was a vessel closure of an unspecified access site using a femostop device related to an extracorporeal membrane oxygenation (ECMO) withdrawal interventional procedure. Reportedly, severe necrosis occurred while using the device. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.